Event description:
There was a patient involved in this event. This device was used in sca event where a memory full message was emitted. Patient survived and 2 shocks were delivered during the event.